Manufacturer narrative:
H4: device manufactured date: february 3, 2022 - february 4, 2022. H10: the device was received for evaluation containing 204ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to found to be within specifications. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. It appeared a "very small amount of antibiotic infused". All clamps where open, no kinks noted in line, and flow restrictor was taped to the skin. No flow from infusor was observed when it was disconnected. The device was filled with 18000mg piperacillin/ tazobactam in 230ml 0.9%sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.